Manufacturer narrative:
The product will not be returned to manufacturer. No examination can be performed. Not sufficient informations were received about this case. Additional informations requested. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress conclusion is not yet available.

Event description:
Mobi-c p and f us : revision. First surgery: (B)(6) 2018, revision: (B)(6) 2018. Description provided: after MRI, the surgeon judged that the implant was in positon that need to be removed. It was reported that patient had a fall, and the surgeon confirmed that this situation is related to this fall. No x-ray or MRI were provided. Investigation still in progress.

Event description:
Mobi-c p&f us : revision for unknown reason. First surgery : (B)(6) 2018. Revision : (B)(6) 2018. Description provided : after MRI, the surgeon judged that the implant was in positon that need to be removed. It was reported that patient had a fall, and the surgeon confirmed that this situation is related to this fall. No x-rays were available as consent from patient was not obtained. Information received on january 2nd 2019: the patient has not gotten back to the surgeon with current state of health. A fall was reported by patient. No other information was provided to the reporter for answering this question as hippa guidelines prevent him from accessing more information for this patient. It was confirmed that an employee of zimmer biomet became aware of event on may 25th 2018.

Manufacturer narrative:
It is written in the zper that the hospital was going to keep the product however, the or room nurse threw it away. Therefore, no product evaluation could be performed. Attempt was made to the reporter to collect additional information on this event. Yet, no additional information was received. From the information provided based on the zper, the product history records and the review of the case with the product manager, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the revision was a consequence of the patient's fall as reported. However, regarding the lack of information provided and the lack of product evaluation, this hypothesis cannot be validated. The root cause of the revision remains undetermined with the most likely hypothesis of the patient fall as reported. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.